Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage slipped during deployment. Physician was treating a wide neck ruptured left supraclinoid internal carotid artery (ica) aneurysm with the pipeline vantage flow diverter (fd). It was an extremely tortuous anatomy <(>&<)> distal landing zone below ica bifurcation was less than 5mm, but still physician decided to deploy the fd below ica bifurcation. At first, he opened appx. 5mm distal length of this fd just before middle cerebral artery (mca) bifurcation <(>&<)> decided to drag below ica bifurcation. While dragging below ica bifurcation, suddenly this fd slipped <(>&<)> came at the center of the aneurysm. He tried to re-sheath this fd and tried to take it again in left mca, but due to tortuosity he couldn't take it in mca after many trials. So he decided to take out this size <(>&<)> deployed vantage 4-25 size from mid m1 to complete this procedure. Multiple devices were not in used when the movement occured. There was no friction or delivery or positioning. It was not implanted at the intended location. The pipeline missed the landing zone. The device did not jump during deployment. No side branches were covered by the pipeline. The devices were prepared according to the instructions for use (IFU).  The patient was being treated for a ruptured, saccular aneurysm in the left supraclinoid ica. The max diameter was 4.2mm and the neck diameter was 3,1mm. The distal landing zone was 3.5mm and the proximal landing zone was 3.9mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure immediate stasis was observed inside aneurysm post fd implantation. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the physician had to take out this pipeline vantage <(>&<)> used vantage 4-25 successfully to complete the procedure. The tip of the catheter moved during deployment. The pipeline did not migrate, it was slipped due to lesser distal landing zone below ica bifurcation <(>&<)> tortuosity in distal supraclenoid ica.